Event description:
It was reported that the subject device had an image that became blurred, indistinct or noisy. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during service / maintenance (not in a clinical setting).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5,d8,d9,h2,h3,h6,h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: u plug unit (ultrasound plug) not good caused the image to become blurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.